Event description:
Info was received that this right ventricular (rv) lead exhibited high pacing thresholds. The rv lead was surgically abandoned. No adverse pt effects were reported.

Manufacturer narrative:
Na.